Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of error code 14 and high pitch noise. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and confirmed problem stated, unit would power up with "power up test fail code #14" per service manual compressor needs replacement. Fse removed and replaced the compressor, reassembled and performed all pm functional testing and calibrations, unit has passed all test and is now ready for clinical use.

Event description:
N/a.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an error code 14 and high pitch noise. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e3, g3, g6, h2, h10.